Event description:
The customer's mother reported via phone call that the customer's insulin pump was chipped in the corner and that the buttons were falling apart. The customer's blood glucose was 206 mg/dl. The customer's mother explained that the damage occurred through wear and tear. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The insulin pump had broken battery tube threads, a cracked reservoir tube, a cracked case at the display window corner, a minor scratched lcd window and a peeling keypad overlay.